Manufacturer narrative:
Conclusion: the actual and representative samples were returned for evaluation. During visual examination, cracked barrels and fins were found in the returned samples. Both are known contributors to needle pull offs.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarian section on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences